Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast reconstruction with a mentor siltex contour profile high 550cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure via self-examination. As a result the patient underwent unilateral removal and replacement with a mentor memoryshape breast implant 570cc gel prosthesis on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent primary breast reconstruction with a mentor siltex contour profile high 550cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure via self-examination. As a result the patient underwent unilateral removal and replacement with a mentor memoryshape breast implant 570cc gel prosthesis on (B)(6) 2018. The device was received at mentor without fluid. Brown material was observed within the device and white on the shell surface. During evaluation two rents were observed on the posterior aspect, measuring approximately rent a 0.5 cm and rent b 0.4 cm. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination of the edges of the rents gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team performed concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. At this time is not possible to determine the origin of the brown and white material observed. The device history record (DHR) of lot number 5926760 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).